Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, was alarming no disposable with a flow stop cassette. Per reporter residual volume was: 71.5, rate 1.1 and 27 was given. No adverse patient effects were reported. No additional information is available at this time.